Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer declined troubleshooting with tandem technical support and delined to provide further information. No further action is required since customer declined further follow up and further information was unable to be obtained. The customer reverted to alternate method of insulin therapy.